Event description:
It was reported non-sustained lead noise episodes were observed. Noise was not reproducible with isometrics in clinic. Lower out of range pacing lead impedance, and increased threshold were also noted. The noise signal was then stopped when the lfa was programmed off. The patient will continue to be monitored.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.

Event description:
New information received states that the patient received multiple inappropriate shocks due to oversensing noise. The lead was capped and replaced. The patient was doing well after the event.

Event description:
New information received indicates that externalized conductors were observed via cinefluoroscopy. The lead remains implanted.